Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular oversensing. Upon review of the electrograms (egms), it was found that there was loss of capture for ventricular pacing. Programming changes were made. The patient was asymptomatic.